Manufacturer narrative:
(B)(4). No product was returned to assist in the investigation. During investigation, a review of complaint history, review of IFU, review of qc, and review of trends was performed. Per qc specification, there is 100% visual inspection of the catheter surface for bumps, dents, kinks and excessive roughness and that the braided wires are not exposed. In addition, there is 100% visually examination of the bond under magnifying light for cracks, peeling or exposed wires. Tensile testing of catheter shaft/tip bond designed to meet iso 10555. The instruction for use that is provided states in the precaution section to use extreme care during manipulation and withdrawal due to thin wall construction. Without benefit of inspecting the complaint device, it is difficult to determine with certainty why this failure mode has occurred. We have notified the appropriate internal personal and continue to monitor complaints for similar events. Insufficient risk per quality engineering risk assessment. With the addition of this complaint, the risk to patient remains acceptable and no risk reduction activities are necessary.

Event description:
The user was trying to exchange the kmp catheter for a pigtail catheter through an amplatz wire in the distal aorta when the tip of the catheter broke off inside the patient. The physician managed to do a small cut down and retrieve the tip. The physician closed with an angioseal and there was no damage to the patient. A section of the device did not remain inside the patient's body and the patient did not experience any adverse effects nor require any additional procedures due to this occurrence.